Event description:
Air bands inflated too high of a pressure and caused bruising and soreness of patient. Created a tourniquet-like device on the arm that was difficult to remove. The "app" appeared to be malfunctioning. Distributed by (B)(4). FDA safety report ID #: (B)(4).